Event description:
The reporter stated, the surgeon implanted a three piece silicone lens, model number aq2010v in 2007. Due to a fibrous membrane, the lens was explanted seven days later. The lens incision was enlarged and a collamer lens was inserted. The incision was sutured.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic partially torn and one haptic bent. There was evidence of clear surgical residue. A work order search was performed and no similar complaints were found. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.